Event description:
The pump was returned to the MFR from a mortuary. The cause of death and relationship with the implanted pump was not reported. The pump managing hcp reported that the pt had not been seen since 2005. At that time the pump had been filled with saline and the pt was discharged from his practice due to noncompliance with visits and pump refill. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The pump has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.